Manufacturer narrative:
The lead under complaint was not returned for analysis. The investigation is thus based on the analysis of the ICD. Upon receipt, the ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Possible clinical complications that might lead to an external short circuit include but are not limited to a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. In addition the manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the electrical module of the ICD was found damaged due to a shock delivery into an external short circuit. The damages led to a high current condition, depleting the battery. Based on the information available for analysis, the integrity of the lead cannot be assured. There was no indication of a material or manufacturing problem for these devices.

Event description:
Ous MDR - after an implantation duration of approx. 5 years it was reported that the patient came to the emergency room due to an inappropriate shock. The ICD was reportedly tried to interrogate without success.